Manufacturer narrative:
(B)(4). Corrections: serial number, implant date and explant date changed from unk to na.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the perclose proglide instructions for use(IFU) states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device is being filed under a separate manufacturer report number.

Event description:
It was reported that suture placement was attempted in the calcified right common femoral artery with two proglide devices using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. The arteriotomy was 6f. Reportedly, posterior cuff misses occurred with the two proglide devices. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures. Suture placement and hemostasis was achieved in the left common femoral artery with the suture of one proglide device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.